Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays were taken and revealed no anomalies. Impedance testing confirmed low impedance. As a result, surgical intervention may be pending to address this issue. This patient has two model 3186 leads from the same lot.